Manufacturer narrative:
This device remains implanted. Should additional information become available this investigaiton will be updated.

Event description:
It was reported that the patient was seen to turn the atrial outputs down due to reported loss of capture on the atrial channel. An alert was seen due to a rhythm acceleration event and further investigaiton was conducted. The patient was brought into the hospital to review the device settings and tachycardia episode. It was noted that after the patient went to bed the patient had a ventricular tachycardia/ventricular fibrillation arrest and five anti-tachycardia pacing attempts were unsuccessful at converting the patients arrhythmia, but finally a shock successfully converted the rhythm. The episode appeared to have accelerated from a ventricular tachycardia to a ventricular fibrillation with some undersensing of the ventricular fibrillation noted. The physician reprogrammed the device to add an extra ventricular tachycardia zone and increased the ventricular sensitivity as well as the atrial outputs. The patient had a history of higher and fluctuating pacing threshold and noted not feeling well after the reported loss of capture on the right atrial channel. The patient was discharged home and normal follow ups will take place. The patient was not aware of the episode as the patient was asleep. No adverse patient effect were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that the patient was seen to turn the atrial outputs down due to reported loss of capture on the atrial channel. An alert was seen due to a rhythm acceleration event and further investigaiton was conducted. The patient was brought into the hospital to review the device settings and tachycardia episode. It was noted that after the patient went to bed the patient had a ventricular tachycardia/ventricular fibrillation arrest and five anti-tachycardia pacing attempts were unsuccessful at converting the patients arrhythmia, but finally a shock successfully converted the rhythm. The episode appeared to have accelerated from a ventricular tachycardia to a ventricular fibrillation with some undersensing of the ventricular fibrillation noted. The physician reprogrammed the device to add an extra ventricular tachycardia zone and increased the ventricular sensitivity as well as the atrial outputs. The patient had a history of higher and fluctuating pacing threshold and noted not feeling well after the reported loss of capture on the right atrial channel. The patient was discharged home and normal follow ups will take place. The patient was not aware of the episode as the patient was asleep. No adverse patient effect were reported. The device remains implanted.